Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient was revised approximately five months post-implantation due to plate fracture. The plate was reported to have fracture 3 months post-implant. Attempts have been made and no further information has been made available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: unknown screws, therapy date- (B)(6), 2015. The reported event was confirmed by a review of medical records which states that the plate has fractured. As a result, the plate and the screws were revised. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.